Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor button error and battery out limit. The customer's blood glucose was 75 mg/dl. The customer stated that the weather was very humid and they were outside during the day. The customer stated that they had the device on their bra with the keypad touching their skin. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners and minor scratches on lcd window.